Event description:
It was reported that during a laparoscopic resection of sigmoideum procedure, from the beginning of the operation we could hear a hissing sound from the trocar. During that time a 12 mm instrument was inserted in the trocar. We took out the instrument and the hissing continued. The air pressure in the abdomen was normal but we could see that there was a leakage according to the air consumption. We took up a new sleeve and took out the old one. The hissing and wheezing continued, both with and without instrument. The angle of the trocar and the instrument was not extraordinary, just normal. We changed to another sleeve, and it got a bit better. During the procedure we used two more 12 mm trocars and 1 5 mm trocars, with no problem. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Hissing and wheezing. If so, did the "noise" prevent insufflation? Unknown. Was there a drop in pressure? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Unknown. Was a device inserted in the trocar during the leaking? Yes and no. If so, what device? Unknown. Was any torque being applied to the trocar or device? Nothing extraordinary.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.